Event description:
A customer reported experiencing a cgm error 42 with their system. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the customer through the pump reset process.